Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting. The tsr explained the errors, and the alarms did not repeat. The home patient (hp) would finish using manual supplies. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2012 the regarding reported problem. The pd rn stated from what she knows, the patient is doing fine. They stated there was no medical intervention needed, they are continuing as normal. They stated there was no mention of having problems neither with the machine nor with the supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error (se) 2240 was not confirmed. The root cause of the complaint was undetermined. The lot number was unknown therefore a batch review was not performed. Baxter will continue to monitor similar reports to determine if further actions are required.